Event description:
Company representative contacted the customer via phone call regarding a survey response. The customer reported that the down, up and act buttons on the insulin pump are hard to press. Blood glucose value was 200 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on esc and act buttons. Device with cracked case near display window corners noted during visual inspection.